Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed. There was no reported adverse impact to the customer¿s blood glucose level.